Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks as well as anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Technical services (ts) analyzed device episode data and recommended medication changes. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service. According to additional information received, the patient received an additional shock. No additional adverse patient effects were reported.